Event description:
Item broke during surgery. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces were left inside the patient. (Reportable malfunction).

Manufacturer narrative:
The associated device was returned and evaluated. The driving end of the hex-driver stripped. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated within the screw when torque is applied. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.